Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was informed that pump settings and continuous glucose monitor would need to be set up on replacement pump; technical support confirmed shipping details, arranged pump replacement, and instructed return of problematic pump using pre-paid label within 10 days.